Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed twice and reset unexpectedly after a battery change. The blood glucose reading was 9.2 mmol/l. The caller stated that the insulin pump had not been out of use for an extended period of time. The device did not alarm upon insertion of a new battery. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test, reset test and displacement test with no error alarms. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.